Manufacturer narrative:
Device is a combination product. (B)(4) it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pca) treatment procedure, stent dislodgement occurred. Vascular access was obtained via brachial artery. The significant stenosed target lesion was located in the severely calcified right coronary artery (rca). The promus element plus monorail 2.50 x 16mm stent delivery system (sds) was advanced towards lesion in the distal rca. However, the stent would not cross the lesion. When the sds was tried to be withdrawn, the stent got caught on the distal part of the introducer sheath. The stent came off of the balloon in the radial artery. The balloon catheter removed and the terumo introducer sheath was up sized from 5f to 6f. The 2.5 x 12mm apex balloon catheter was inserted through the stent. The balloon distal to the exposed stent was inflated. The balloon and stent was pulled back towards the introducer sheath in an attempt to get the stent out of the body; however the stent came off of that balloon. The stent was left inside the radial artery. The physician remarked there was no problem leaving the stent in the radial artery. The case was discontinued without any patient complication.